Event description:
It was reported that the device diagnosed an svt as vt, resulting in atp therapy which sped the arrhythmia up into the vf zone, and caused the device to supply therapy. This was clinically resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(4).